Event description:
It was reported that the device turned off, unrelated to a fall or trauma. A month later, the device was interrogated by the MFR's rep. An invalid device serial number was entered into the programmer, leading the rep to believe a power on reset had occurred. The correct serial number was entered. When the device was on, the pt felt no stimulation sensation, again unrelated to any incident or accident. Impedance measurements were greater than 4000 ohms on all or some of the bipolar electrode pairs. The MFR's rep re-ran the impedance test after increasing the default test values. Impedances remained greater than 4000 ohms. Attempts at reprogramming to address the pt's stimulation needs were unsuccessful. The battery was not end of life; its voltage was 3.06 volts and its status was ok. About a week later, it was reported that stimulation was never achieved. A lead issue was suspected. The hcp planned to do a complete revision. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.